Event description:
It was reported that when intra-aortic balloon (iab) therapy began, the customer heard a loud gas leaking sound. The console was swapped with another and the sound stopped. The first console had not generated an alarm. There was no patient harm or adverse event reported. A separate report will be submitted for the cardiosave intra-aortic balloon pump (iabp).

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint (B)(4).

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that when intra-aortic balloon (iab) therapy began, the customer heard a loud gas leaking sound. The console was swapped with another and the sound stopped. The first console had not generated an alarm. There was no patient harm or adverse event reported. A separate report will be submitted for the cardiosave intra-aortic balloon pump (iabp).

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering half of the balloon. The extender and pressure tubing were also returned. No blood was observed inside the returned iab. A kink was found on the catheter tubing approximately 25.1cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, extender and pressure tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. The reported event cannot be confirmed by the evaluation. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Analysis of production (3331/213)- the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213)- the review of the historical data was performed. Trend analysis (4110/213)- the overall complaint trend data for the period (B)(6) to (B)(6) was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint #(B)(4).

Event description:
N/a.